Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination. During functional testing, the battery was unable to charge or provide power. In addition, it was observed that the battery had a flag enabled due to an over temperature condition and was not displaying relative state of charge information. Supplemental testing revealed that the main integrated circuit was reading the temperature incorrectly, triggering the flag. Internal inspection of the battery revealed a defective thermistor. After replacing the thermistor, the temperature reading was normal. However, the main integrated circuit was still unable to display relative state of charge information and was still unable to provide power or charge. An attempt to reset the main integrated circuit (ic) was unable to resolve the fault. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of reported event can be attributed to a faulty integrated circuit that controls the battery and a faulty thermistor. Internal evaluation investigated battery main integrated circuit malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.